Event description:
The customer reported an erroneously elevated beta human chorionic gonadotrophin (bhcg) result, above the normal reference interval, for one patient, involving unicel dxi 800 access immunoassay system. Subsequent testing of the patient sample on an alternate access 2 immunoassay system produced questionable results and ind (indeterminate) flags; the customer retested the same sample and recovered lower results within the normal reference interval. The erroneous results were not released out of the laboratory. The customer stated only the negative result was reported as it correlated with the patient's clinical condition. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was declined as the customer did not question system performance. The cause of the event is inconclusive.